Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, no sponge was detected intra-operatively, but when patient was moved to post-op x-ray a sponge was found.